Manufacturer narrative:
Other text: it has been determined that complaint file (B)(4). With a manufacturing report number of 3012307300-2023-08849 was reported in error. Please disregard the previous submission(s). Any additional reporting will be conducted under the applicable file.

Event description:
It was reported that the pump exhibited no upstream occlusion. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.